Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was able to confirm the customer comment that the output connectors were broken and additionally noted that the display wires were pinched and the red wire insulation was compromised. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported the atrial and ventricular connectors are broken. The epg (external pulse generator) was returned for warranty repair. No patient complications have been reported as a result of this event.